Manufacturer narrative:
No devices and devices info receiced, no x-rays or pictures of the event are available. No further investigation was possible, we have only the info reported in the event description.

Event description:
Revision surgery performed due to instability. Revision of the gmk-sphere inlay from 10 mm to 14 mm. Date of primary surgery is unknown.